Manufacturer narrative:
Product complaint # (B)(4) section a1: patient identifier - (B)(6) the device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated lot 23c207av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device used, as the device performed as intended. The pi assessed the event as unrelated to the study device but possibly related to the study procedure. However, the event occurred the day after the procedure, thus the relationship between the device and the adverse event of ¿hemorrhage into the basal ganglia¿ cannot be ruled out completely. Additionally, it is unknown if there were any device deficiencies during the procedure. As explained in the referenced literature, non-traumatic intracranial hemorrhage (ich) comprises 10-15% of all strokes and is associated with high morbidity and mortality, therefore this event is considered a serious injury. Based on this information, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 29-nov-2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study ((B)(6)), a 71-year-old female (subject (B)(6)) with a medical history of atrial fibrillation, presented with an unwitnessed wake-up stroke. Last time seen well was on (B)(6) 2023, time unknown. Symptoms were first observed on (B)(6) 2023 at 07:00. The patient was presented to the treating hospital on the same day at 15:31. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic¿. The patient¿s baseline nihss score was 14 and a mrs score of ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an embotrap iii 5 mm x 37 mm device (et307537/23c207av) for an occlusion at the right carotid t. The pre-pass mtici score was 0. The 1st pass was made using the embotrap iii device and resulted in a mtici score of 3, with clot retrieval in the stent retriever. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 neuroslide microcatheter, a 0.072 penumbra red72 intermediate catheter, and an axs infinity long sheath were also used. It is unknown if there were any intraoperative study device deficiencies. The 24-hour post-procedure nihss score was 2. On (B)(6) 2023, the patient experienced the event of ¿hemorrhage into the basal ganglia,¿ which was made known to the site on the site and sponsor on (B)(6) 2023. The event was assessed by the principal investigator (pi) as not serious, moderate in severity, and as not related to the study device, not related to the large bore catheter, and not related to the primary surgical procedure. The event was not medically treated, and the outcome is recorded as ¿recovered/resolved with sequelae,¿ with an end date of (B)(6) 2023. On (B)(6) 2023, the patient was discharged to another hospital with a nihss score of 3 and a mrs score of 0-no symptoms. Additional information was received on (B)(6)2023. Summary: regarding the adverse event of hemorrhage into the basal ganglia, the relationship to primary study procedure was updated from not related to possible.